Manufacturer narrative:
On 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with keypad overlay texture damage, cracked case on corner of belt clip rails, cracked belt clip rails, cracked case above arrow and battery icon, scratched case, and cracked keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: insert battery alarms: on (B)(6) 2021 at 01:23:25. On (B)(6) 2021 at 21:47:03. On (B)(6) 2021 at 20:19:01. On (B)(6) 2021 at 15:30:28. Low battery alarm: on (B)(6) 2021 at 22:19:00. On (B)(6) 2021 at 20:43:00. On (B)(6) 2021 at 18:38:00. On (B)(6) 2021 at 13:56:00. Replace battery alarm: on (B)(6) 2021 at 20:12:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery, insert battery, and replace battery alarms during testing. In summary, pump passed required testing. Customer alleged for power loss alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer stated they did not receive a low battery alert prior to the replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.